Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('horrible cramps') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), hypomenorrhoea ("mine has went from 5 days to 2-3 days"), abdominal distension ("bloating") and headache ("headache"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the abdominal pain lower, hypomenorrhoea, abdominal distension and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, headache and hypomenorrhoea to be related to essure. Quality-safety evaluation of ptc: unable to confirm the complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('horrible cramps') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), hypomenorrhoea ("mine went from 5 days to 2-3 days"), abdominal distension ("bloating") and headache ("headache"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the abdominal pain lower, hypomenorrhoea, abdominal distension and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, headache and hypomenorrhoea to be related to essure. Quality-safety evaluation of ptc: unable to confirm the complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.